Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4). The device was returned for evaluation with both seals intact, with cracked top case corners, battery door, and both plunger cases. Checked and tested the force sensor, occlusion test. Cannot duplicate force sensor bridge test. Force sensor values were within specifications. The cause of the event is the force sensor no longer operates as intended. No damage to force sensor was found. Performed power up process, occlusion test, preventative maintenance, and all functional tests which passed. The device passed functional/delivery tests. The force sensor and plunger cable were replaced and recalibrated. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The pump is over four years old. The root cause of the issue could not be determined. Replaced force sensor and plunger cable and recalibrated, corrected data: corrected information provided in d1.

Event description:
Information was received indicating that a smiths medical medfusion pump failed force sensor bridge test and was not increasing pressure. No adverse effects were reported.